Event description:
Boston scientific received information that this pacemaker exhibited conflicting data with regard to remaining its remaining longevity. When interrogated previously, the device indicated one year remaining and a magnet rate of 100 ppm. Upon interrogation approximately six months later, the device indicated one year remaining but exhibited a magnet rate of 90 ppm consistent with remaining longevity of zero to six months. Boston scientific technical services (ts) advised the patient's health care professional (hcp) to observe the conservative estimate for remaining longevity. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device underwent external visual inspection with no irregularities noted. Additional visual and mechanical inspection was performed on all set screws and lead barrels and found no anomalies. Multiple device resets were noted to have occurred at or after explant and the exact date of elective replacement time (ert) could not be determined. The device was then assessed using the multi brady longevity calculator and it was found to have exceeded nominal expected longevity in addition to passing all automated electrical testing, confirming proper operation of pacing and sensing function as well as lead impedance tests. It was concluded that the device met specifications for normal battery depletion and had depleted normally. Analysis was unable to identify any device characteristics that contributed to the previously reported observations.